Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the surgeon reported he felt "dwindling" pressure in the final step of injecting the lens. Suddenly, the lens was ejected and a posterior capsule rupture occurred. The lens was exchanged during the same surgical procedure through an enlarged incision. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens and the device were returned for evaluation. Solution is dried on the lens. Lens damage was observed to the optic. The device was returned and no damage was observed. The plunger is fully advanced. The device appears to have dried approved viscoelastic and something other than the approved viscoelastic in and on the device. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation; however, the observations noted reasonably suggest that the damage was closely related to non-adherence to the directions for use; it appears that an approved and an unapproved viscoelastic were used. The use of an unapproved viscoelastic can contribute to unpredictable outcomes. Additional information has been requested. (B)(4).